Event description:
The customer questioned high sodium (na) results for 9 patient samples tested for ise indirect na, k, cl for gen.2. The na results for 6 patients were erroneous and reported outside of the laboratory where the physician questioned these results. The samples were repeated twice on (B)(6) 2015 with comparable results. Patient 1 initial na result was 152 mmol/l. This result was reported outside of the laboratory. One repeat test result from (B)(6) 2015 was 143 mmol/l; the second repeat test result was not provided. Patient 2 (male born in 1967) initial na result was 152 mmol/l. This result was reported outside of the laboratory. One repeat test result from (B)(6) 2015 was 143 mmol/l; the second repeat test result was not provided. Patient 3 (male born in 1947) initial na result was 151 mmol/l. This result was reported outside of the laboratory. One repeat test result from (B)(6) 2015 was 142 mmol/l; the second repeat test result was not provided. Patient 4 (female born in 1939) initial na result was 153 mmol/l. This result was reported outside of the laboratory. One repeat test result from (B)(6) 2015 was 145 mmol/l; the second repeat test result was not provided. Patient 5 (male born in 1954) initial na result was 151 mmol/l. This result was reported outside of the laboratory. One repeat test result from 07/07/2015 was 142 mmol/l; the second repeat test result was not provided. Patient 6 (female born in 1939) initial na result was 153 mmol/l. This result was reported outside of the laboratory. One repeat test result from (B)(6) 2015 was 144 mmol/l; the second repeat test result was not provided. No adverse event occurred. The ise sodium electrode lot number was provided as h84. The expiration date was not provided. The field service engineer (fse) performed an analyzer check and did not identify any issues. The water supply cartridge was changed on (B)(6) 2015. It was noted that the customer receives sporadic "abnormal aspiration" error messages. An fse was sent to the customer site and exchanged the sample probe. The customer has not had any additional questionable test results since the sample probe was exchanged.

Manufacturer narrative:
A specific root cause could not be identified. Based on the available data, the most likely root cause is a pre-analytic handling issue, but this could not be confirmed as additional information for further investigation was requested but not provided.

Manufacturer narrative:
Patient 1 was born in 1960. This event occurred in (B)(6).